Manufacturer narrative:
Concomitant products: 6947-65 lead. Implanted (B)(6) 2009; 4195-88 lead implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated p wave undersensing. The atrial lead remains in use. No patient complications h ave been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.